Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printed circuit (pc) board was out of specification due to a bad connection with the radiofrequency head.

Event description:
It was reported that the programmer was unable to interrogate the implanted device. A second wand head was tried, but it did not resolve the issue. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for repair.